Manufacturer narrative:
Concomitant products: product ID 8591-38, lot # d22660, implanted: (B)(6) 2012, product type accessory; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) wasn¿t working and the patient claimed they had not had the settings adjusted in years. A request was made to regarding the manufacturer¿s representative¿s (reps.) Information. The healthcare provider (hcp) further reported that the patient needed to be reprogrammed by a local rep. No troubleshooting was done as the patient didn¿t have the reps. Phone number any longer. The actions taken to resolve the event was the hcp staying on the phone until someone helped them. The cause of the event was not determined and it was unknown if it was device related. The patient had not recovered and the symptoms/issue was still ongoing.